Event description:
Reported blood glucose results of "388 mg/dl, 268 mg/dl and 286 mg/dl " with a lifescan meter performed within 10 minutes of each other. Howeverm it was learned that the patient had not cleaned patient's fingers correctly. Which could affect the results. The patient also reported the test strips were damaged, appearing miscut. Based on the miscut teststrips, there is indication that the product malfunctioned ant that the event meets the criteria for a medical device reportable.